Event description:
User experienced a water leak coming from the analyzer, which flooded out onto the floor. No one has slipped or was hurt, and no patient results have been compromised. The field service representative determined the cause to be a problem with the water float switch, and replaced float switch. Performance tests were performed.